Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high bgs and noticed that the insulin was leaking at the luer connector. The customer stated when she changed the set and her bgs were fine.